Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Section d references the main component of the system. Other medical products in use during the event include: brand name resume tl; product ID 3986a (lot: n0055066); product type: 0200-lead; implant date (B)(6) 2006. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). Patient mentioned they had surgery in '2007' and the implant took longer and they just had the battery replaced. The surgery was supposed to be 20 minutes but the surgery ended up being 4 hours. Patient then mentioned the implant was replaced in '2019'. Patient mentioned they dealt with blood clots. Patient then mentioned their 1st implant also had issues and the lead on their first implant broke and cracked. Patient had 2 leads on each side. Hcp went into the other surgery to fix those leads they made to where the patient wouldn't have any problems that they went through with the 1st battery. Patient then mentioned this was their 2nd battery with the same leads and it was a very delicate surgery. Patient's 1st implant would have been in '2001' or '2002'. Patient confirmed this was their first medtronic implant. Patient maybe had the implant 2 or 3 years then the leads messed up. Patient was getting shocked and the insulation around the wires cracked and allowed blood to go in causing the electric to shock them. The leads were replaced and they put more leads in. Patient mentioned all their implants lasted them 9 full years. Patient got the 2nd implant done in '2007' and the latest implant in '2019'. Patient mentioned they didn't want to go back on medicine. Patient mentioned everything was going good with their implant and the implant was a little different and a heck of a lot smaller. Patient mentioned their surgery was done a little different than the others. Patient mentioned when they talked to doctors here they were not familiar with the machine. Patient had a very delicate surgery and had to go to do epidural. Agent had difficulty following the patient's story during the call. Agent redirected patient to their hcp.